Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that revision due to anticipated adverse local tissue reaction, increasing cobalt levels with some effusion and adverse reaction on MRI scan. Asr cup was extracted. Tissue cultures during revision came back as negative for acute inflammation. Doi: unknown; dor: (B)(6) 2018.